Event description:
Following multiple syncope episodes, pt was admitted in hosp in emergency and maintained under monitoring. Reportedly, intermittent ventricular capture failure was observed on external EKG. Physician is wondering why no evidence of these events could be observed when pacemaker memories were interrogated. Preliminary analysis did not reveal any anomaly; therefore, the reported issue could not be confirmed. Recommendations were provided to physician. Re-intervention was performed on (B)(6) 2013, during which the pacemaker and the v lead were replaced. The pacemaker will be returned for expertise.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the united states. Analysis is pending.